Manufacturer narrative:
Additional narrative: device is not distributed in the united states, but is similar to device marketed in the USA. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot part: 03.111.013 lot: 2629301 manufacturing site: bettlach release to warehouse date: aug 19, 2010 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that the silicone handle was broken. Cause was unknown. There are no surgical procedure or patient involvement. This report is for 1 of 1 for (B)(4).